Event description:
It was reported the laparoscope was displaying a violet image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reported event occurred during preparation for an unspecified use.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's final investigation results. Please see updates to b5, d8, d9, h3, h4, and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition to the customer reported malfunction, the following were found: the fibre bonding in the outer tube area (distal end) is damaged, and the video cable is broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely due to a damaged cable unit as a result of improper handling by the user (external force). Olympus will continue to monitor field performance for this device.